Event description:
The customer reported that the arthroscopy shaver would not function. There was no report of surgical delay or injury associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the shaver handpiece was returned and the reported problem was verified. Further investigation found the handpiece has a potential to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this event.